Event description:
It was reported that the up arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up arrow button. Multiple button presses requiring increased force are required before the up arrow button will engage. The down, ok, and contrast buttons respond to button presses and have normal spring back and click. The keypad cover is torn in the seam of the down arrow button, exposing the button contact. Removed keypad cover to check condition of the button contacts. Corrosion was present under the up and down arrow button contacts. The symbol on the ok button is starting to wear but is readable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.